Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states neonate patient tested 55 mg/dl on the performa system while a comparison lab returned as 38 mg/dl. Results were obtained at the same time. Therapy was altered based on lab value. No adverse event reported. Requested return of suspect device and replacement was sent.